Manufacturer narrative:
Device in wrong position : the cause of the positioning issue was most likely use related as the pump came out of the lv during patient movement event of returning from surgery and wash out.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that an patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. The patient went to surgery for a gastrointestinal wound vac change and wash out. Upon return, the pump came out of the left ventricle, pig tail and all. Assistance was requested by the physician in putting the impella back. No patient harm was reported. Additional information was received. The pump was advanced successfully.

Manufacturer narrative:
Additional information pump is not available. Physician advanced the pigtail across the valve and the pump stayed on for another couple of days. So yes, it was repositioned prior to removal.